Manufacturer narrative:
(B)(4). Medical devices: item # 650-1057 cer bioloxd lot # unk; item # 51-107160, stem, lot # unk; item # unk, shell, lot # unk; item # unk, liner, lot # unk. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 05773; 0001825034 - 2018 - 05774; 0001825034 - 2018 - 05775; 0001825034 - 2018 - 05776. The product was not returned for the investigation, therefore a visual and dimensional evaluations could not be performed. Device history record was not reviewed due to item and lot identification is necessary for review. The root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately 1 month post implantation, the patient developed a uti and urinary retention. Attempts have been made and no further information has been provided.